Manufacturer narrative:
Failure analysis: the fiber cap was found to be intact and attached; exhibits a drilled through condition. The fiber cap was also found to exhibit detritus, char, devitrification and melted glass. The fiber shrink tube and fiber jacket are melted and burnt. The bevel section melted and exhibits burnt glue. The fiber cap condition would result in reduced tissue vaporization efficiency. Based on the analysis findings, the potential for forward firing may exist. The most probable root cause that contributed to the device failure was suspected to be related to heat accumulation/user handling due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that fiber damaged at tip at 17,903 joules during the procedure. A second fiber was used to complete the case. "No harm to pt/user."